Event description:
It was reported that pump gave repeated occlusion alarms eventually resulting in the customer going to the emergency room (B)(6) 2026, and subsequent hospitalization in the intensive care unit (ICU). Customer was unable to recall blood glucose level but stated ketones were present and were identified as dangerous or life threatening by a health care provider. Treatment of intravenous fluids of saline and insulin was given in the ICU which resolved the issue. The customer was released (B)(6) 2026 with no permanent damage or injury. The customer changed pump supplies and resumed insulin therapy.